Manufacturer narrative:
(B)(4). It should be noted; the provided part/lot code combination cannot be verified by zimmer biomet as accurate. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Not returned to manufacturer.

Event description:
It was reported the drill bit instrument fractured during use. All pieces were retrieved and the patient did not retain a foreign body. Attempts to obtain additional information have been made; however, no more is available.

Event description:
It was reported the drill bit instrument fractured during use. All pieces were retrieved and the patient did not retain a foreign body.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The reported event has been confirmed. The ø3.6mm drill has fractured at the end of the drill flutes. The drill shows wear & tear to the cutting edges. The exact root cause cannot be determined without the full assembly. The two most likely root causes are wear and tear of the cutting edge, that could have caused additional force exerted on the cutting edge, and/or misalignment of the drill to the stem holes. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This reporting will be submitted under 3002806535 - 2019 ¿ 00271. Please void this submission.

Event description:
This reporting will be submitted under 3002806535 - 2019 ¿ 00271. Please void this submission.